Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000034439. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Diagnostics indicated that patient's right octrode lead has one high impedance and one low impedance. As a result, surgical intervention may take place at a later date to address the issue.